Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user discovered a crack on their ilet screen. The user was unsure how it occurred but believed it may have been bumped. The screen was still functional at the time of the call. No injuries were reported. A replacement was arranged. No symptoms, external assistance, or medical intervention occurred.